Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy and cystoscopy on (B)(6) 2013. During the procedure, the blade on the device would only protrude past the core guard intermittently. The procedure was converted to open and was completed as a total abdominal hysterectomy. The patient was stable when discharged from the recovery room.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.